Manufacturer narrative:
Summary eval: the results of the eval performed suggest the event was attributed to improper handling after leaving the mfg facility.

Event description:
When the mixer was opened there was a hole in the wrapper resulting in a break in the sterility. This event did not occur during surgery.